Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile 250cc saline breast implant, catalog number 3501635, lot number 5998237. (B)(4).

Event description:
"It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 250cc saline breast implants which the bilaterally deflated after implantation. As a result patient underwent bilateral removal and replacement the left implant replaced with catalog number 3501635, lot number 7549324, and right replaced with catalog number 3501635, lot number 7549324 on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On 7/18/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the left replacement serial number is (B)(4), and the right replacement on the initial report needs to be corrected to the lot number 7504628, serial number (B)(4). Date of event is (B)(6) 2018. This report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/18/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted additional information indicated that the serial number for the left replacement device is (B)(4), the right replacement device lot number which reported in the initial as 7549324, has updated in this report to 7504628, and the serial number is (B)(4). On 7/24/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/30/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a rent measuring 6.0 cm on the anterior view extending to the posterior. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).